Event description:
The consumer reported that the concentrator would shut down if set to 5 lpm. It is unknown if the unit alarmed as designed to alert the user to switch to another source of oxygen and seek repairs.